Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch # u5dg5h. Investigation summary the analysis results found that one plee60a device was returned with the anvil bent upwards and without reload present. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. The device opened and closed without any difficulties noted. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4); batch # unk. The lot/batch was not provided, therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sigmoid resection the surgeon used a plee60a. The first fire with a blue reload completed with no issues. The second fire with a blue reload fired half way and locked out. The surgeon forced the device open, and in the process the anvil was bent. A second plee60a was opened, and the procedure was completed with no patient consequences.